Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that screws were loose/migrated at t12, l5, s1, and t11. Patient refused revision procedure.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show ap and lateral lumbar films preop with degenerative disc disease with osteoporosis and advanced facet arthropathy. Stenosis is reported from l3 to l5 but cannot be verified. Initial surgical treatment is a lumbar decompression, t12 - s1 pedicle screw placement and posterolateral fusion with tlif l3- l5. Subsequent films show compression fracture at the level above the construct (t11), pull out of the t12 screws creating severe kyphotic deformity at this level. This represents thoracolumbar failure due to a long construct stopping at the thoracolumbar levels in an osteoporotic patient. The mechanical stresses placed upon the construct and biology at the thoracolumbar level with this technique are extreme.